Manufacturer narrative:
Visual inspection of the returned device found the ports and c-clamps closed. The external bolster presented no issues however, the internal bolster was separated from the device and was not returned. Remnants of the bolster remained on the circumference of the tubing end, indicating that the bolster was securely molded into the tubing. The tubing presented no evidence of material degradation during implantation. The complaint was consistent with the reported event of internal bolster detached/separated. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2015 the internal bolster detached inside the patient. Per physician's assessment, ¿the stoma might be scarred and became smaller and large resistance might occur during removal of the device. However, the physician reported that resistance was not different from the usual.¿ the physician believes that the detached bolster will pass naturally. The physician is not planning to perform another procedure to remove the detached bolster. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There was no problem with the patient, however, the patient is being monitored due to the detached bolster.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2015 the internal bolster detached inside the patient. Per physician's assessment, ¿the stoma might be scarred and became smaller and large resistance might occur during removal of the device. However, the physician reported that resistance was not different from the usual.¿ the physician believes that the detached bolster will pass naturally. The physician is not planning to perform another procedure to remove the detached bolster. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There was no problem with the patient, however, the patient is being monitored due to the detached bolster.